Event description:
It was reported that a "pump memory error" was seen when trying to interrogate the patient's pump. When interrogation was attempted with a different programmer, the pump was successfully accessed and all of the pump and catheter data was there. It was found that the initial programmer had an outdated software card that would not work with the patient's ascenda catheter. It was noted that there were no therapy issues with the patient. The drug used in this system was unknown.

Manufacturer narrative:
Product ID 8840, product type programmer, physician. (B)(4).